Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2012-05850, 05851. The pt has two extensions (different models). It was reported the pt has been experiencing a burning sensation and pain at the extension and ipg site.